Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with five ecr60g cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated and straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. In the opinion of the fqe, this event was the result of tissue flow. Comments are as follows: typically, this type of tissue flow occurs when the tissue is too thick for the selected staple cartridge. Hence, the knife's ability to cut cleanly is hindered so it just starts to push the tissue creating a wave or tissue flow. The tissue flow is what prevents the staple legs from contacting the anvil pockets with proper alignment, forming the "b" shape staples. Hence, the legs get bent opposite the direction of tissue flow. Fqe has seen this in cases where the tissue is actually too thin for the selected cartridge. In these types of cases, there is not enough compression force to hold the tissue in place as the knife attempts to cut. The results are similar.

Event description:
It was reported that during a gastric band revision procedure, during deposit of the gastric band was a staple line not correctly formed. The bracket penetrated the tissue, however it wasn´t formed to a "b". No greater effort or unusual noises were noticed during firing. An abdominal section was necessary (laparotomy). A preparation (staple line with a part of the stomach) is attached with the devices. There were no further consequences for the patient. The procedure was prolonged 60 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.